Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported: "during the insertion of a gamma nail in this patient, the end of the drill bit broke in the distal screw positioning space, preventing the insertion of a screw. The broken drill bit was retained. The broken part of the drill could not be removed from the patient."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the alleged failure. The received drill, ao small gamma3 is broken off from the distal end and the tip was not returned for verification purposes. The cutting flutes are deformed from the sides indicating the signs of usage. The breakage surface indicates breakage in a brittle manner as the surface is relatively smooth and has very little deformation around the area. The breakage occurred due to the application of a high bending load, leading to a breakage in a brittle manner. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to being user related. The appearance of a breakage surface indicates towards application of a high bending load, leading to breakage in brittle manner. If any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported: "during the insertion of a gamma nail in this patient, the end of the drill bit broke in the distal screw positioning space, preventing the insertion of a screw. The broken drill bit was retained. The broken part of the drill could not be removed from the patient."